Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4: reference manufacturer report: 3006705815-2018-00212, 3006705815-2018-00213, 1627487-2018-00958. It was reported the patient's lead had migrated. At an undetermined time the patient had seizures and the doctor believed the lead migration along with the anchor starting to protrude caused the seizures. Surgical intervention was taken to place the lead and anchor deeper. Reportedly the patient had effective therapy post-operatively.